Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level above 600 mg/dl. The customer alleged that cause of high bg was not monitoring bg levels due to an issue with non-tandem continuous glucose monitor. Boluses were delivered in an attempt to resolve the bg issue and the customer was admitted to the hospital where fluids and insulin were administered intravenously. Customer did not respond to follow up attempts to obtain hospital discharge date.